Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple rows were offline. The field service engineer cleaned and cleared row boards in drawer 2-2 and also reseated the row board cable connections. After testing in the hardware testing application, no issues were found. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue in where the multiple rows were offline and not detected. The customer reported that while trying to recover the storage space for one pocket and it will not detect and cannot eject. Multiple rows of pockets were not showing as online. There was delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.